Manufacturer narrative:
Updated fields - b4, d9, g1 (contact person and contact office - mfg site), g3, g6, h2, h3, h6 (type of investigations, investigation conclusions, investigation findings), h11. A getinge field service engineer (fse) confirmed the device failed to automatically inflate, and the luer connector fell off. After handling, the device worked normally and passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cs100 intra-aortic balloon pump (iabp) failed to automatically inflate, but no one was injured or killed.